Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4) . A product sample was received for evaluation. Visual and functional testing were performed. The sample was tested and passed. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No corrective actions were taken since the complaint was not confirmed.

Event description:
Pump had air in the line and infused faster than it should have, then when the cassette was empty, the pump was still infusing and not alarming. Treatment was for colon cancer/chemo bag. No injury.